Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of bd vacutainer® eclipse¿ blood collection needle the safety shield broke off and blood splattered in phlebotomist's face and left eye. Exposure testing performed. The following information was provided by the initial reporter: it was reported by the customer that upon removing the needle from the patients arm, the safety shield snapped off flicking droplets of blood onto the phlebotomist face and left eye.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-01. H.6. Investigation summary: bd received 4 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure modes for defective locking mechanism / splatter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism / splatter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that upon removal of bd vacutainer® eclipse¿ blood collection needle the safety shield broke off and blood splattered in phlebotomist's face and left eye. Exposure testing performed. The following information was provided by the initial reporter: it was reported by the customer that upon removing the needle from the patients arm, the safety shield snapped off flicking droplets of blood onto the phlebotomist face and left eye.